Manufacturer narrative:
H4: the lot was manufactured from october 8, 2019 - october 9, 2019. The device was received for evaluation. Visual inspection was performed on the returned sample and the bladder was observed to be ruptured. There were no abnormalities identified that could have caused or contributed to the reported condition. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling with unspecified solution. The device was filled manually with a syringe. There was no patient involvement. No additional information is available.